Event description:
It was reported that a female patient underwent an elective interventional peripheral procedure on (B)(6) 2013. Access was obtained via a retrograde approach. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the nurse selected the mynx ace vascular closure device 6f/7f to close the access site. It was reported that the length of swell time after laying the device down was 120 seconds. The length of post-deployment hold time was 5 minutes and the additional hold time required was 5 minutes. It was noted that the deployment was successful with no complications noted at the time of deployment. Time to ambulation was 2 hours. Upon returning to the room the patient began to complain of groin pain. After the pain was not relieved an ultrasound was performed where a pseudo was visualized and then compressed manually. After multiple attempts at resolving the pseudo, compression was found unsuccessful. A femostop was placed. The ultrasound tech stated the pseudo was in the common iliac. The patient went to the hospital and had a surgical repair on either the evening of the (B)(6). The physician stated that the patient was fine and that it is unknown if the pseudo was related to the mynx ace device or procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the physician stated the pseudoaneurysm could not have been caused by the mynx ace closure because of the location. The review of the lhr (lot f1331001) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1331001) indicated that the device lot met all established performance criteria prior to shipment.